Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. As the shock impedance measurements have been relatively high since implant, no testing or intervention will be performed. The patient will continue to be monitored. No adverse patient effects were reported.